Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00103. This report is being submitted as additional information. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 1 month. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. The report of pump stoppage events and hazard alarms were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. Approximately 16.5 inches of the distal portion of the patient's driveline was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that device interrogation revealed pump stoppages. The customer stated that the patient claimed the pump stoppages occurred when they accidentally unplugged the connection. The patient was reported to be asymptomatic. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages that appeared to have occurred while the system was connected to batteries. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). The patient was transferred to a different center in stable condition for a percutaneous lead (driveline repair) and provided an ungrounded patient cable to use when connected to power module support. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed approximately three inches from the exit site. The patient was discharged home on an unspecified date. Additional information has been requested, but not provided. Additional information: on 08jan2018, it was reported that device interrogation revealed additional pump stoppages after the percutaneous lead (driveline) repair was performed on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppage events on (B)(6) 2017 while the system was connected to batteries. The customer was informed that there may be a possible phase to phase short within the driveline and additional pump stoppage events may continue to occur on any power source including battery power and ungrounded patient cable. Since the entire length of the driveline was previously replaced, another repair could not be attempted. Additional information was requested but not provided. On 27jun2018, additional pump stoppage events that occurred on (B)(6) 2018 were reported. The patient stated that no alarm was heard for the events. A self test was performed on the system controller and alarms were audible. Log file data showed 4 pump stops and 2 low speed drops, the first pump stop was on (B)(6) 2018 at 1:26 with low speed advisory alarms. Speed drops were as low as 0 rpm. These issues appeared to occur while on batteries. This appeared to be caused by a percutaneous lead phase to phase short. This patient had an external percutaneous lead replacement in the past so there were no other repair options available. A recommendation was made to continue keeping the patient on either a non-grounded patient cable or battery power as this may reduce some of the pump stops in cases where only 1 conductor shorts to the shield. The only remaining option to resolve this issue is a pump exchange, but this is not a viable option for this patient. On (B)(6) 2018, the patient was determined too high risk to be a pump exchange candidate.